Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee collateral ligament repair surgery, the twinfix broke while implantation. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). A1, a2, a3, a4, b5, d4 h6: updated.

Event description:
It was reported that during a knee collateral ligament repair surgery, the twinfix broke while implantation. The broken pieces were retrieved from the patient by suction and forceps the procedure was completed with non-significant delay using a back-up device on an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, some suture material and an anchor fragment were returned, there is debris on the items returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the twinfix anchor, and it is unknown if all the broken pieces were retrieved from the patient. One undated image was provided for review and confirms the reported breakage. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.